Event description:
The customer reported that the on start up the device displays "philips" screen and stays there. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.